Manufacturer narrative:
On (B)(6) 2021, mentor completed the investigation on the suspect medical device. The investigation was completed on a photo of the suspect medical device because the physical device was not returned to mentor. Device evaluation summary: according to the information received, the patient experienced a bilateral rupture in the breast implants. The device was discarded. Upon visual evaluation of the image provided in the complaint, the implant was observed to be ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast prosthesis rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision procedure with mentor memorygel breast implant 595cc gel breast prostheses that both ruptured after implantation. Bilateral rupture was discovered during an explantation surgery on (B)(6) 2021. The removed breast prostheses were replaced with mentor memorygel breast implant 790cc gel breast prostheses. Additionally, the removed breast prostheses were discarded after explantation surgery. This medwatch report is for the patient¿s left breast prosthesis.